Event description:
The customer reported a leak from a coulter lh 780 hematology analyzer. The volume of the leak was a few milliliters and was not contained within the instrument. The instrument generated h&h check failures at the time of the leak. The instrument operator was wearing gloves and a lab coat when the leak occurred. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found disconnected tubing from the blood sampling valve (bsv). The tubing was replaced and the instrument was able to run without leaks or failure messages. The fse noticed damage to the hand detector caused by the leak and replaced the part. All repairs were verified per established procedures. (B)(4).